Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
Additional communication informed philips the customer was reporting two therapy delivery test failures that are addressed in MDR# 1218950-2016-07752 and MDR# 218950-2016-07918. Therefore this case was reported in error.